Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer replaced the flow sensors, and the unit was returned to service. A ge healthcare service representative performed a checkout of the equipment and confirmed the repair.

Event description:
The hospital reported they had broken flow sensors and lost the ability to mechanically ventilate during pre-use checkout. There was no report of patient involvement.